Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan h3: product analysis product:9560100, lotno:557437 during the acceptance inspection, it was observed that the focus was not aligning properly and there was looseness in the coupler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device was out of focus and the tip of the device was chipped.  There were no patient symptoms reported. There were no further complications reported regarding the event. The type of procedure/the rapy involved during the event is micro endoscopic discectomy (med). The event occurred post operativley. Hence, there was no patient involved in the event.